Event description:
This is a report of a home patient who experienced a connection issue when the transfer set was rigid and spun around without getting properly engaged to the titanium adapter during peritoneal dialysis therapy (details not provided). There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no abnormalities noted. Clear passage testing, clamp function testing, and leak testing were performed on the device with no issues noted. Upon dimensional analysis, the inner diameter of the patient connector was found to be below specification limits. Upon conclusion of the investigation, the cause of the reported connection issue was determined to be a manufacturing issue related to the diameter dimensions of the connector. A CAPA has been opened to investigate the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received by baxter. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.